Manufacturer narrative:
Product was returned for evaluation. Visual inspection did not find anything wrong with the device. The function of the device was tested and it passed all evaluations. If information is provided in the future, a supplemental report will be issued.

Event description:
During use, a patient's spo2 value became 90% although the pao2 value exceeded 200. The sensor was replaced then it showed normal value. No patient harm reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During use, a patient's spo2 value became 90% although the pao2 value exceeded 200. The sensor was replaced then it showed normal value. No patient harm reported.